Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Customer ultimately was able to reload the original cartridge and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level.